Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was found to have no capture at max output in both unipolar and bipolar configuration and had dislodged. It was noted that the physician found the issue to be patient anatomy and did not suspect any product malfunction. The lead was extracted and an active fixation lead was implanted. No patient complications have been reported as a result of this event.